Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. (B)(4)

Event description:
It was reported that during a routine follow up, pectoral muscle stimulation was detected due to insulation damage. The insulation damage was repaired and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.